Event description:
(1/2, reference (B)(4) for related complaint) (documenting cassette)it was reported no disposable alarm with cad legacy pump serial number (B)(4) and cadd cassette 100 milliliter with flowstop. No lot number or expiration date available for cassette. No further details provided.